Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05583. It was reported (B)(6) the patient's system exhibited high impedance values. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the lead measurements were normal. As such, the physician explanted and replaced the extensions. Stimulation was restored post-operatively with stable impedance values. The patient's system was implanted in 2014.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05583.